Event description:
Information was received from a representative (rep) and a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain. The caller reported that the patient was recharging too often. The patient claimed that she had been recharging for 6-7 hours on the (B)(6) without success. The recharging sessions were 10-25 minutes in succession. The patient had been getting 4-6 bars during the long recharging session. The caller reported that the patient¿s battery was now discharged and he could not interrogate with the physician programmer. Recharging best practices were reviewed with the caller. The product service specialist recommended the use of adhesive discs. No symptoms were reported. Additional information received from the rep indicated that the issue resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.